Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unk) who was in cardiac arrest, the medics successfully discharged the device four or five times, but on the fifth or sixth attempt to charge the device to 360 joules, the unit shut down. There was no error message displayed on the device screen. The medics installed a new battery in the device, but it still did not power up. After about 10 minutes the device powered back up. The complainant indicated that there was no adverse effect on the pt as a result of the malfunction.